Manufacturer narrative:
The pump passed the self test and displacement test. Successfully downloaded the pump history and trace files using thump. No unexpected battery failed (failed batt test) alarms, pump error 63 alarm, or pump error 4 alarm occurred during testing. A review of the pump history file reveals on 4/6/2023 at 15:18 the pump alarmed pump error 63 (line number 147, file number 2017, variableinfo = 15), pump error 4 (linenumber 2690 filenumber 32122), followed by failed batt test (battery failed) alarm prior to the pump restarting. There were two (2) additional pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms (15:25, and 15:30) and multiple failed batt test (battery failed) alarms. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. Pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms (11:07 and 14:23) due to a problem with the twi interface or with ad5161 chip, fault is isolated to the hardware. Pump error 4 and battery failed alarms are due to pump error 63. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, end cap address label faded, and pillowing keypad overlay. Pump error 63, pump error 4, and battery failed alarms are confirmed, faults isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 4 (the motor arm cannot communicate with the main arm) and 63 (hardware low level failures) and battery failed alarm. Troubleshooting was performed and customer can able to clear the alarm successfully and rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.